Event description:
It was reported that during a therapeutic radial ebus procedure, the aspiration needle was unable to advance in the guide sheath. It seems as if the guide sheath channel narrows, not allowing the device to pass. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.